Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial lead was exhibiting noise over-sensing resulting in episodes of inappropriate mode switching. Programming changes were made. The patient was stable.